Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 350 mg/dl; cause was unknown. No injury was caused by the event. Customer received IV fluids and insulin, which successfully resolved the issue. No permanent damage was identified by healthcare professionals. At the time of follow up the customer notified tandem that they were hospitalized for a non-diabetic issue.